Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted in the middle of a case. Customer added that they were able to continue the procedure because the drawers were opened prior to the shutdown and confirmed that there was no impact to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-feb-2022 to 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue was due to the faulty internal battery. The field service engineer replaced the battery to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted in the middle of a case. Customer added that they were able to continue the procedure because the drawers were opened prior to the shutdown and confirmed that there was no impact to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station randomly rebooted due to the faulty internal battery. The field service technician replaced the battery in complaint file (B)(4). The system was functional as intended.